Manufacturer narrative:
H4. Device mfg date: the reported lot# 4362786 could not be found for the reported catalog# 100/597/080 in the ICU medical system; therefore, the manufacturing date could not be determined. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the balloon cuff on the tracheostomy tube was leaking. Frequent top-up's of air required to maintain seal of cuff. It was realized the balloon cuff had a faulty valve. When the valve was secured with a smart-site there was no further deflation of the balloon. There was patient involvement, and no patient harm/adverse event reported.